Event description:
During a regular ICD follow-up on (B)(6) 2014 at 14:20, three non-sustained episodes were recorded in the ICD memories. Oversensing was confirmed in all three episodes. Lead parameters were all found normal (lead impedance, coil continuity, r wave amplitude, v threshold). The 3 oversensing episodes occurred on (B)(6) 2014 while the patient was sleeping. According to the patient, he did not use any electrical equipment which may affect ICD function. ICD parameters remain unchanged and next follow-up is scheduled in 3 months. Note that on (B)(6) 2014, a shock was delivered for a vf, and the ICD check confirmed revealed normal operation at that time. Considering that the patient is young and that the v defibrillation lead is under advisory (isoline), lead extraction will be considered by the physician. On (B)(6) 2014, the ICD was replaced due to normal battery depletion. Before the ICD replacement, review of the ICD memories did not reveal any anomaly (no noise episode, normal lead parameters). Since the v lead (isoline) was under advisory, it was abandoned and a new lead was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
During a regular ICD follow-up on (B)(6) 2014 at 14:20, three non-sustained episodes were recorded in the ICD memories. Oversensing was confirmed in all three episodes. Lead parameters were all found normal (lead impedance, coil continuity, r wave amplitude, v threshold). The 3 oversensing episodes occurred on (B)(6) 2014 while the patient was sleeping. According to the patient, he did not use any electrical equipment which may affect ICD function. ICD parameters remain unchanged and next follow-up is scheduled in 3 months. Note that on (B)(6) 2014, a shock was delivered for a vf, and the ICD check confirmed revealed normal operation at that time. Considering that the patient is young and that the v defibrillation lead is under advisory (isoline), lead extraction will be considered by the physician. On (B)(6) 2014, the ICD was replaced due to normal battery depletion. Before the ICD replacement, review of the ICD memories did not reveal any anomaly (no noise episode, normal lead parameters). Since the v lead (isoline) was under advisory, it was abandoned and a new lead was implanted.

Event description:
During a regular ICD follow-up on (B)(6) 2014 at 14:20, three non-sustained episodes were recorded in the ICD memories. Oversensing was confirmed in all three episodes. Lead parameters were all found normal (lead impedance, coil continuity, r wave amplitude, v threshold). The 3 oversensing episodes occurred on (B)(6) 2014 while the patient was sleeping. According to the patient, he did not use any electrical equipment which may affect ICD function. ICD parameters remain unchanged and next follow-up is scheduled in 3 months. Note that on (B)(6) 2014, a shock was delivered for a vf, and the ICD check confirmed revealed normal operation at that time. Considering that the patient is young and that the v defibrillation lead is under advisory (isoline), lead extraction will be considered by the physician. On (B)(6) 2014, the ICD was replaced due to normal battery depletion. Before the ICD replacement, review of the ICD memories did not reveal any anomaly (no noise episode, normal lead parameters). Since the v lead (isoline) was under advisory, it was abandoned and a new lead was implanted.

Manufacturer narrative:
Preliminary analysis of the programmer files revealed that the recorded noise episodes most probably result from emi or myopotentials. None of them could be confirmed. The noise pattern observed is not similar to the one observed in case of a lead issue or a connection issue. The ICD was received for analysis on (B)(4) 2014.

Event description:
During a regular ICD follow-up on (B)(6) 2014 at 14:20, three non-sustained episodes were recorded in the ICD memories. Oversensing was confirmed in all three episodes. Lead parameters were all found normal (lead impedance, coil continuity, r wave amplitude, v threshold). The 3 oversensing episodes occurred on (B)(6) 2014 while the patient was sleeping. According to the patient, he did not use any electrical equipment which may affect ICD function. ICD parameters remain unchanged and next follow-up is scheduled in 3 months. Note that on (B)(6) 2014, a shock was delivered for a vf, and the ICD check confirmed revealed normal operation at that time. Considering that the patient is young and that the v defibrillation lead is under advisory (isoline), lead extraction will be considered by the physician. On (B)(6) 2014, the ICD was replaced due to normal battery depletion. Before the ICD replacement, review of the ICD memories did not reveal any anomaly (no noise episode, normal lead parameters). Since the v lead (isoline) was under advisory, it was abandoned and a new lead was implanted.